Event description:
Dealer reported that the joystck on a tdxscv power chair stuck, end user could not control the chair, causing user to run into a wall and slice the joystick cable. End user's left calf was cut and bruised, went to the hospital for x-rays and was released. No broken bones alleged. User is an amputee on the left side. Dealer reported that the user is above (B)(6) lbs, the maximum weight limitation for this product is 250 pounds.